Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 180-200mg/dl fasting. Verified the strips expire 08/22/2016. Customer confirms the strips are stored properly and were first opened on (B)(6) 2015. Customer performed back to back blood test, 554mg/dl and 575mg/dl fasting. Reviewed meter memory: (B)(6). No adverse event reported

Manufacturer narrative:
(B)(4). Product not yet returned.

Event description:
Consumer complaint of high blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 180-200mg/dl fasting. Verified the strips expire 08/22/2016. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, 554mg/dl and 575mg/dl fasting. Reviewed meter memory: 1:591mg/dl, (B)(6) 2015, 004:53:00 pm, fasting: yes; 2:512mg/dl, (B)(6) 2015. 12:11:00 pm, fasting: yes; 3:384mg/dl, (B)(6) 2015, 05:00:00 pm, fasting: yes; 4:328mg/dl, (B)(6) 2015. 05:00:00 pm, fasting: yes; 5:274mg/dl, (B)(6) 2015, 09:21:00 pm, fasting: yes; no adverse event reported.